Event description:
It was reported that the customer fell on the pump and the touch screen became shattered and unresponsive. Customer's blood glucose was about 80 mg/dl. Customer reverted to manual injections for insulin therapy.